Event description:
It was reported that the pump battery was depleting more quickly than the customer expected. There was no reported impact to the customer's blood glucose level. The reported issue was unable to be confirmed.